Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Gastritis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient was hospitalized for re-evaluation. During a gastroscopy, the specialist finds the j-tube dislocated from the jejunum and coiled in the stomach and the appearance of acute gastritis. The peg/j tubes are replaced and the patient is prescribed esomeprazole 40mg 1 / day for 1 month.